Event description:
Infant ordered for continuous tpn [total parenteral nutrition] infusion. Tpn and lipids hung in sterile manner, as per unit protocol. Tpn tubing found to be persistently leaking at approximately 0330 from the middle y-site connection protected by curos cap. Md notified of occurrence, clear IV fluids then ordered and hung when available. [Date redacted] emailed [redacted]. [Date redacted] item was picked up by [redacted]. [Date redacted] mailed on ups trk# [redacted]. Manufacturer response for IV tubing, (brand not provided) (per site reporter).